Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator alarmed circuit disconnect upon set-up. The customer confirmed that there was no patient involvement and no patient harm associated with the reported event.